Manufacturer narrative:
In addition to the detached cable and the video connector socket failure, service also found the memory battery on the printed circuit board had run out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device had a loose connector. The reported problem was found during preparation for a diagnostic laryngoscopy procedure. The intended procedure was delayed less than 15 minutes. The procedure was completed using another device of the same model. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the customer returned device, it was observed that the cable was detached from the video connector socket, and the video connector socket was faulty. This report is being submitted for the malfunction found during evaluation (detached cable and video connector socket failure). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 20-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the faulty video connector socket (which caused a scope detection issue) was due to the flat cable disconnecting from the connector s7u (gn153500) and connector s7u (gn153500). Olympus will continue to monitor field performance for this device.